Event description:
The explanted device was reported to have been discarded.

Event description:
Follow-up from the company representative provided that the increase in seizures was not worse than before vns and was not caused by vns. It was reported to the company representative that the patient was having an increase in seizures due to low battery. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
It was reported that a vns patient was referred for replacement due to low battery. It was later provided the patient was having an increase in seizures and went to the hospital. Additional relevant information has not been received to-date. No known surgery has occurred to-date.